Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message to perform a cartridge change. Pump history was reviewed and no alarms were found. Alarm was cleared and insulin deliveries were resumed. Additionally, it was reported the customer removed the pump case from the pump and the cartridge was pulled out. Customer's blood glucose level was not impacted.